Event description:
The reporter stated that the device over-infused due to a miss program operator error. Reportedly, the pt suffered no incident related medical sequela.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The customer's comments cannot be verified-operator error. Even though the device is only 3 months old, the warranty was determined to be void due to abuse and neglect. The device has a large crack on the backside of the upper case which was replaced. During testing, the high side of the force sensor was not calibrating due to damage to the motor mount, extrusion and plunger tube which were all replaced as a result of the abuse.